Event description:
Co's svc dept reported the following info: (1) a mark transport was returned for repair. The return reason: loss of vacuum. (2) the svc tech noted that the fill tube had broken free at the manifold connection. (3) the mkt would leak gaseous and liquid oxygen out the top case vents from the fill tube if it were to be filled.